Manufacturer narrative:
Spacelabs is evaluating this reported event and will file a follow up report when our evaluation is concluded.

Event description:
Spacelabs received a report of a pt sp02 levels dropping to 50 percent and the staff heard no audible alarm and the pt was transferred to ICU.

Manufacturer narrative:
The customer reported a patient's spo2 dropped to 50% and no audible alarm occurred on the telemetry central station monitor. Spacelabs sent a field service engineer (fse) to evaluate the device onsite and obtain additional information from the clinical staff. Functional tests were performed on the telemetry central monitor, receiver module and transmitter in accordance with the service manual. All tests passed. The fse and hospital staff reviewed the product module configuration manager (¿mcm¿) settings. They found the telemetry module spo2 settings were set to spo2 low limit as low priority and limit alarm delay to 30 seconds. These settings did not match the hospital¿s standard settings. It was determined that, when the hospital was provided new telemetry transmitters, related receivers that were replaced were not set on the hospital¿s standard receiver module mcm settings. Per hospital request, the fse reprogrammed the modules, changing the spo2 low limit alarm to a high priority and set the limit alarm delay to off. The mcm feature provides the customer the ability to define and store all user-configurable options. The mcm materials caution customers to: ¿ensure customized settings are consistently applied to all modules within each hospital unit.¿ when a module is returned from factory repair or replaced by new module, the hospital biomed is responsible for making sure the mcm settings are consistently applied to hospital¿s standard settings. On the basis of our evaluation, we have concluded that the monitoring system did not malfunction. This report is considered final and the issue closed.

Event description:
Spacelabs received a report of failure to alarm for spo2 low limit on the telemetry central monitor. Patient had to be transferred to the ICU.